Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and cyst.

Event description:
Patient's representative right side cyst and palpable lymph nodes in the breasts and armpits. The following reported events have been deemed not related to the device: hair loss and dizziness. Device explanted.